Manufacturer narrative:
(B)(4). Femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional procedure. A femoral angiogram was not performed. Reportedly, the suture broke. Two additional proglide devices were used and they would not insert into the artery as there was a kink in the devices at the marker port area. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported kink was not confirmed; however, anterior and posterior cuff misses were noted. The investigation was unable to determine a conclusive cause for the reported kink; however, the cuff misses and treatment appear to be related to circumstances of the procedure. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.